Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy resulting in the development of peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The patient was hospitalized for the event and treated with injection vancomycin (1.5mg, route and frequency not reported) and injection amikacin (250mg, route and frequency not reported). It was not reported if the patient was retrained on proper aseptic technique. At the time of this report, it was unknown if the patient had recovered from the peritonitis. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.